Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had gas leakage. There was no patient involvement.

Manufacturer narrative:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) gas leakage. It is found that the gas leak from manual fill valve. A getinge field service engineer evaluated .replaced the manual fill valve and a new helium cylinder. Performed the functional tests and passed. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use. No patient involved. The defective components were received for further investigation. Please refer to the root cause evaluation field for details." The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The nrc performed a visual inspection of the fill valve and observed that the nylon insert of the valve appears to be damaged, with nylon filings found in the port. Due to the damage to the nylon insert the nrc will not test this part. The damage of the nylon insert is the probable cause of the valve. Failing the leak test. Retaining the valve in the nrc per procedure number 0002-07-d008 rev.aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.